Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The receiver passed visual inspection. Global functional testing was performed and the receiver passed. The receiver data log was downloaded and reviewed. It was found that the receiver rebooted and the reason was an error recovery. Data log review confirmed the reported initializing screen without manual restart; however, a root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver is showing the initializing screen without a manual restart on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.